Event description:
The literature citation indicated within the event description was unable to be cited from pubmed and therefore does not provide a direct web address in order to view the literature article. Therefore, a pdf of the literature article will be attached in the us FDA 3500a submission. The use of metal-on-metal(mom) total hip replacement is still controversial, despite the results published in the article. After the withdrawal of some model of mom implants and resurfacing prosthesis, it has been described in recent publications failure rates at medium that reach over 40%. The study analyse the results at medium rate of the asr resurfacing total hip replacement model in the center and surveillance measures established after the sanitary alert. The study performed from october 2010 to july 2022. 19 patients with 22 asr implants were recruited(4 bilateral prosthetised patients) the patients was integrated by 15 males and 2 females and average of surveillance time was 14.5 years(16-13years) with a mean age of 45 years (32-59years) at the time of surgery. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: asr implants. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct (qty 12). (N=2) patient have recent abnormal chromium/cobalt serum levels diagnosed with having a schedules revision surgery with 1 of them having a scheduled revision surgery and the other 1 has another serum measure appointed, both of them asymptomatic. (N=6) patients have undergone revision surgery for any cause: abnormal serum levels of chromium/cobalt, pain, infection, etc(31.5%), no intervention noted. (N=2) patients had sever blood loss and late infection was diagnose, no intervention noted. (N=2) patients had periprosthetic fractures, 1 of them in the immediate postoperative period and the other in the late postoperative period, no intervention noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d2a: prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H3, h6 investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.